Event description:
It was reported that left ventricular lead had dislodged during a prior ablation procedure. The lead was noted to be located near the coronary sinus causing significant ectopy as premature ventricular contractions. During the revision procedure, it was noted that the lead had pulled back with the tip of the lead in the pocket. The lead did not have a tie down sleeve. The lead was explanted and a different model lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that a piece/part was missing. The analyst noted that the lead was received with the anchoring sleeve and doesn't have suture marks on the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2003; 6947 implantable tachy lead, (B)(6) 2003. (B)(4).